Manufacturer narrative:
(B)(4): added additional information. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Then the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Event description:
It was reported that during a laparoscopic hepatectomy, an error occurred. The error code was unknown. The device was checked outside the patient, the electrode peeled away. The device was used for the liver. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.